Event description:
It was reported that this event involved a female pt with a peridural insertion site. While "liquid" was being administered, a leak was discovered at the "fenestration" of the catheter. The anesthetist removed the catheter and another new (B)(4) was successfully placed in the pt. The outcome of the pt is "fine". There were no pt complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.